Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load the same cartridge. The user¿s blood glucose (bg) level was 318 mg/dl. The user addressed bg level with a bolus. Reportedly, the user successfully reloaded the cartridge.